Event description:
Caller reported receiving a minimum fill notification and attempted to resolve by adding more insulin and filling/loading a new cartridge. There was no adverse impact to the customer¿s blood glucose level. The caller successfully loaded a second cartridge onto the pump and resumed insulin delivery, with additional cartridge replacements sent by cts as requested, resolving the issue.